Event description:
Caregiver advised had to transport lift due to going on a trip and now pump is leaking grease and is not pumping up as high. Caregiver advised when transported unit was laying on side causing it to leak. Caregiver advised model number is 9800. Spoke with tech. Caregiver could not provide any further information.